Manufacturer narrative:
Additional information was provided that the sodium result was actually 125.4 mmol/l. The patient's initial potassium result was 3.12 mmol/l and the repeat result was 4.07 mmol/l. This patient was born in (B)(6) and was male. Data was provided for a second patient sample. On (B)(6) 2017, the initial sodium result was 129 mmol/l and the initial potassium result was 3.80 mmol/l. The repeat sodium result was 140 mmol/l and the repeat potassium result was 4.48 mmol/l. The sample was also repeated on an abl800 flex radiometer. The sodium result was 138 mmol/l and the potassium result was 4.0 mmol/l. No adverse event was reported for this patient. This patient was a (B)(6) year old male born in (B)(6). A specific root cause could not be identified. As all ise parameters were affected by the same percentage, therefore mis-sampling due to a pre-analytical handling issue was suspected. The provided calibration and qc data was within the acceptable range.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low ise indirect gen.2 sodium result for one patient sample. The initial result was 125 mmol/l and was reported outside the laboratory. After calculation of the osmolar gap, the result was questioned and the test was repeated. The repeat result was 142 mmol/l. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided.